Manufacturer narrative:
Final analysis found that the lead was returned in one piece measuring at 52.1 cm. The unacceptable threshold anomaly could not be confirmed. All other analyses were normal and no anomalies were found.

Event description:
It was reported that during a pacemaker implant procedure, the physician attempted to implant a lead to the right atrium. The lead exhibited high pacing threshold that could not be resolved. The lead was then removed and replaced. There were no adverse consequences reported on the patient.